Event description:
Pancreatic cancer pt was discharged to home on 03/21/06 with seven days of fluorouracil infusing through a baxter infusor 1.5 ml/hr-model 2c1087-k; lot # 05m035, exp. Date: 06/30/08. On 03/27/06, the pt came in for the next cycle of chemo, and the pump was almost completely full. We weighed the pump and determined that less than 5% of the intended dose was delivered. The pump malfunctioned. There was no obvious drug precipitation or tubing that was crimped. The pt was given a new dose and pump without any problems. We use over a hundred baxter pumps a month and this was the first defective pump in a long time.